Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction contributing to the event. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. As received the cable connecting the distribution node and rear therapy electrodes were pulled from the strain relief, damaging the pulse wire within the distribution node. The root cause of the pulled cable was excessive force on the cable section. There is no indication that the damage caused or contributed to the patient death as review of the event indicates the device was able to deliver two full energy pulses. There were no flags to suggest that the damage to the pulse wire occurred before the device was removed. The damage was likely sustained during the device removal.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. The patient's wife indicated that he passed around 4:00am and that he was wearing the device at the time of passing. Per the wife, the patient was at home and around 03:38am he was still alert and pressing response buttons to delay the treatment sequence. It was reported that he was yelling for help and was taken to the hospital where he passed while wearing the device. The death was reported to be cardiac related. Per review of the event, patient was shocked by the lifevest 2 times. The device first detect vt at 03:28:43 am. The response buttons were pressed intermittently from 03:29:00 to 03:30:00, which aligns with the wife's reported that the patient was alert at first and pressing the response buttons. The device delivered a treatment shock at 03:30:50 with the patient was in vt at 270 bpm, after the patient stopped pressing the response buttons. The post-shock rhythm was 10 seconds of asystole followed by bradycardia at 20 bpm. Post shock-asystole is a known potential outcome of defibrillation therapy. The device delivered one additional treatment at 03:31:29 am while the patient's rhythm remained bradycardia. The post-shock rhythm was bradycardia at 50 bpm. Oversensing contributed to the false detection. Between 04:41:22 and 04:51:59 am, the device re-entered a treatment sequence three times. The ECG recordings indicate that the patient's rhythm had transitioned to vf. Motion and tactile artifact was visible on the recording and caused the device to fall out of the detections, preventing any further treatment shocks. The belt was disconnected at 04:52:10.